Manufacturer narrative:
Corrected to indicate evaluation summary was attached. Summary was submitted in previous report. Patient name corrected to none where record number was previously submitted as there was no patient involved with this issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that collimator needed to be replaced due to damaged metal cable and the rotor motion controller was replaced due to collimator leaves and ladder filter not moving. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from an healthcare provider (hcp) regarding an imaging system outside of a procedure. The hcp reported that the image acquisition system (ias) was not booting up properly. The hcp reported that the collimator would not initialize and they had already tried rebooting twice prior to the call. During troubleshooting the hcp was advised to turn off both the ias and the mobile viewing station (mvs) and to disconnect the umbilical between the systems. Then the hcp was advised to connect the umbilical and turn both systems on, but the issue was not resolved. There was no patient present at the time of this issue.